Manufacturer narrative:
The device was inspected and no manufacturing defects were observed that would indicate a failure to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 550 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include vomiting and dizziness. Patient tried to bolus through pod, but when that didn't bring bg levels down patient removed pod, took a manual injection and was then taken to the ER; a new pod was applied in the waiting room. The patient was given an electrocardiogram and blood work was performed; ketones also tested negative and no medical treatment was provided. Patient was released after spending 5 hours in the ER.